Manufacturer narrative:
Due to character limitation, below field are added from e1. Event site name (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iabp) had catheter restriction alarm occurred. There was no harm or injury reported.